Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0205319823, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4). Device evaluation: analysis of the lead found ¿four conductors were broken 3.3 cm from the proximal end.¿ the four contacts were found to be electrically ¿open¿ during functional testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson¿s disease patient¿s ¿symptoms on the left body got worse¿ with a tremor in their ¿left body¿ in (B)(4) 2015. It was further reported the patient did have a 50% or greater symptom reduction. The patient¿s implantable neurostimulator (ins) reportedly underwent ¿normal depletion¿ and was at end of service (eos) as of the day prior to report. The ins was replaced at that time as a result. During the replacement procedure, the operating physician ¿found the right lead was broken.¿ the lead was replaced at that time as a result of the issue. The patient was ¿well¿ and receiving effective therapy at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.